Event description:
It was reported by the sales representative that low impedance was seen by the physician in the patient's device. The generator was replaced recently, however the lead has been implanted over 15 years. Information was received from the sales representative that x-rays were not performed. There was an increase in seizures that was reported to the physician by two human development center employees who were transporting the patient to the appointment. The physician does not know why there was low impedance and assessed the patient but did not find any protrusions physically. The surgeon did not report any issues on the replacement surgery of the generator. There was no reported trauma to the lead by anyone. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
The return product form of the lead was received and indicated that there was a lead discontinuity. Product analysis was performed on the returned lead portion. The lead assembly was returned for analysis due to the low impedance report. Abraded openings were identified in the inner and the outer silicone tubing of the returned lead. Scanning electronic microscopy images of the ends of the lead coils located at the end of the first portion of the returned lead verified that the negative lead coil was most likely cut with some type of electro-cautery tool. Also, it was verified the positive coil was exposed to some type of electro-cautery tool as indicated by the appearance of the ends of the cut coil wires. Based on the appearance of the returned lead portion, it is believed that this condition was most likely caused at explant. The reported low impedance/short circuit condition was not verified within the returned lead portions. However, the identified outer and inner silicone tubing openings may confirm this to be a contributing factor to the reported low impedance. Verification of the reported increase in seizures is beyond the scope of the activities performed in the pa laboratory. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
Information was received from the or support specialist that the lead revision took place and lead was replaced. The same generator was left implanted in the patient with the new lead. Lead was received into product analysis.